Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the twist clamp and main body of the transfer set. This occurred after use of the device, when the patient tried to disconnect after peritoneal dialysis (pd) therapy. The patient cut off the set at the patient line and clamped it to disconnect. The transfer set was replaced. There was no report of patient injury, however the patient was treated with vancomycin 40mg and gentamycin 40mg as precautionary measure. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.